Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 17646767, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representatives and there were no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was that the patients stimulation was not working and wanted the device out.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.